Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module vision acquisition (pmva) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure in the pmva.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the nurse stated that the vision side cart (vsc) power cord was unplugged without shutting down the system. Immediately after, error 40074 appeared. An emergency power off (epo) was performed, but the error persisted. The technical service engineer (tse) analyzed the logs and confirmed an error pointing to the personality module vision acquisition (pmva). The procedure was completed with no reported injury.